Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2015 with the following findings: a battery compartment crack and cartridge compartment crack were observed. Unrelated to the battery and cartridge compartment issues, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a cartridge compartment crack. This report is made based on results of the investigation performed on (B)(6) 2015.